Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the wire was broken and some fragments remained in the patient's body. The target lesion was located in the uterine artery. A 180x25cm fathom¿ -16 guidewire was selected for use. During procedure, it was noticed that the floppy portion of the wire broke off in half. Furthermore, the wire became stuck in the patient and the physician attempted to retrieve the fragments; however, not all pieces were removed. No further patient complications were reported and the patient's status was fine.